Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed the op check, etco2 portion, and a co2 equip malfunction inop message. No adverse patient impact was reported.